Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. The broken piece was missing and size of the missing piece was approximately 0.21¿ x 0.08¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted procedure, the long bipolar grasper instrument would not grip. The procedure was completed and there was no patient injury.